Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history by a baxter service technician. This condition was caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was calibrated to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.upon further review of the event history, the occurrence date of this event was determined to be (B)(4) 2011.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. This information was inadvertently omitted from the previous medwatches.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, interrupting delivery. There was no patient involvement. No additional information is available. The user interface module software version of this pump is currently unknown.